Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') and heavy menstrual bleeding ('heavy menstrual bleeding') in a 35-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included iron deficiency anemia, dysmenorrhea and uterine fibroids. No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this me. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), discomfort ("increasingly discomfort"), heavy menstrual bleeding (seriousness criteria medically significant and intervention required), back pain ("chronic back pain"), abdominal distension ("abdominal bloating"), abdominal pain ("abdominal pain"), tooth disorder ("dental problems"), alopecia ("excessive hair loss"), dysgeusia ("metal taste in mouth"), migraine ("excessive migraine headaches"), depression ("depression") with anxiety and mood swings and fatigue ("chronic fatigue"). The patient was treated with surgery (total vagina l hysterectomy, b-s, left oophorectomy,repair of rectal laceration). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, discomfort, heavy menstrual bleeding, back pain, abdominal distension, abdominal pain, tooth disorder, alopecia, dysgeusia, migraine, depression and fatigue had not resolved. The reporter considered abdominal distension, abdominal pain, alopecia, back pain, depression, discomfort, dysgeusia, fatigue, heavy menstrual bleeding, migraine, pelvic pain and tooth disorder to be related to essure. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, menorrhagia. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 23-jun-2021: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') and heavy menstrual bleeding ('heavy menstrual bleeding') in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included iron deficiency anemia, dysmenorrhea and uterine fibroids. No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this me. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), discomfort ("increasingly discomfort"), heavy menstrual bleeding (seriousness criteria medically significant and intervention required), back pain ("chronic back pain"), abdominal distension ("abdominal bloating"), abdominal pain ("abdominal pain"), tooth disorder ("dental problems"), alopecia ("excessive hair loss"), dysgeusia ("metal taste in mouth"), migraine ("excessive migraine headaches"), depression ("depression") with anxiety and mood swings and fatigue ("chronic fatigue"). The patient was treated with surgery (total vagina l hysterectomy, b-s, left oopherectomy,repair of rectal laceration). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, discomfort, heavy menstrual bleeding, back pain, abdominal distension, abdominal pain, tooth disorder, alopecia, dysgeusia, migraine, depression and fatigue had not resolved. The reporter considered abdominal distension, abdominal pain, alopecia, back pain, depression, discomfort, dysgeusia, fatigue, heavy menstrual bleeding, migraine, pelvic pain and tooth disorder to be related to essure. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, menorrhagia. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this me. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Most recent follow-up information incorporated above includes: on (B)(6) 2021: the case becomes serious incident. Mr received. Reporter information , removal details , other relevant history added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.